Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that premature battery depletion was allege when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). A review by boston scientific technical services (ts) noted that the device was demonstrating an increase in power consumption consistent with a degradation of an internal hardware component. Explant and return of this device was discussed. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This device has not been returned for analysis at this time. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that premature battery depletion was allege when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). A review by boston scientific technical services (ts) noted that the device was demonstrating an increase in power consumption consistent with a degradation of an internal hardware component. Explant and return of this device was discussed. No adverse patient effects were reported. The device remains implanted. Additional information noted that this device was explanted and will be returned.

Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Residual gas analysis indicated a higher percentage of hydrogen gas than normal inside the pg case. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed and tested independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition, which depleted this s-ICD's battery. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Event description:
It was reported that premature battery depletion was allege when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). A review by boston scientific technical services (ts) noted that the device was demonstrating an increase in power consumption consistent with a degradation of an internal hardware component. Explant and return of this device was discussed. No adverse patient effects were reported. Additional information noted that this device was explanted and returned.